Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the transmitter 'was dead', but did not have device so that customer support could confirm. No other information was provided. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as animas was unable to confirm whether or not the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.